Manufacturer narrative:
Device not returned.

Event description:
Complaint received that alleges "allergy all over the body except feet and hands/ burn skin almost stuck on electrode . Electrodes used with device tens eco 2 (competitor =schwa-medico)-the patient came to hospital to consult a dermatologist". Questionnaire not received from customer or clinician. Device not returned to manufacturer for evaluation.

Manufacturer narrative:
Product was returned for review. "There was evidence of foreign material that appears to be dirt and other contaminants. In addition, mold appears to be present, which can be caused when an electrode is worn during periods of heavy sweating and/or stored improperly. While many steps are taken to prevent skin irritation, a small percentage of customers are allergic or sensitive to hydrogel formulations".